Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer. The customer returned one sheath extension assembly for analysis. The dilator was not returned. Signs of use in the form of biological material were observed inside the sample. Visual inspection revealed that the sheath extrusion was separated from the hemostasis body directly adjacent to the juncture hub. Microscopic inspection revealed that no section of the coiled wrapping was left inside the hemostasis body; however, a small section of the wrapping was still present. Further analysis revealed that the sheath at the point of separation was rough and jagged. Stretching was also visible, which is consistent with undue force being applied during use. The length of the separated sheath measured 4 5/8", which is within the specification limits of 3 7/8" - 4 3/4" per sheath ext assy w/ dilator product drawing. The outer diameter the sheath body measured 0.114", which is within the specification limits of 0.111"-0.115" per wrapped sheath extrusion graphic. The inner diameter of the sheath measured could not be accurately measured due to the condition of the returned sample. Functional testing of the sheath could not be performed due to the condition of the returned sample. The manufacturing facility has previously been contacted regarding defects of this nature. The damage is consistent with undue force being applied during use. The IFU provided with the kit cautions the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer report of a sheath body separation was confirmed through investigation of the returned sample. Visual analysis revealed that the sheath body had separated directly adjacent to the connection point at the hemostasis body. The point of separation on the sheath was rough and jagged, with stretching also visible. This damage is consistent with undue force being applied during use. Dimensional analysis did not reveal any findings that would suggest a manufacturing related issue. Based on the customer report, the sample received, and previous consultation with the manufacturing facility, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "6fr sheath placed post procedure since act was elevated, pt sent to pacu, act down for sheath removal, cv tech started to remove sheath and "felt resistance". Called the rn to come to the room, rn then pulled the sheath out and only got the top portion of the sheath. The sheath broke, came apart, coil unraveled, and was not able to remove the remainder of the sheath. Pt was rushed off to cv surgery to remove the remaining part of the sheath stuck in the rfa. The patient was reported as fine post the procedure."